Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed cubie. The field service engineer shutdown the device and removed the full height cubie drawer to replace the side rails. Reinstalled the drawer and rebooted the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.